Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the atrial lead exhibited noise reversion episodes which could be reproduced with isometrics. The pacing lead impedance and capture thresholds were noted to be stable. No intervention was reported. No additional information was available at this time.